Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed that the imaging issue was caused by faulty lamp. However, the specific cause of the faulty lamp could not be established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿lamp did not light¿ was confirmed. The device evaluation found the front panel was flashing due to malfunction due to mesh and filter turret deterioration. Additionally, the output connector/light guide connection was stiff due to wear and the fuse box had a charred inlet. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the visera pro xenon light source lamp did not light. The switch on the insertion side did not work properly and did not light up. There were no reports of patient or user harm associated with this event.